Event description:
The physician was using a penumbra coil system to treat a 16 x 15 mm opthalmic aneurysm. While the technician was introducing the eleventh coil into the catheter she felt initial resistance. She pulled back on the coil and the coil detached in the catheter at the site of the rhv. The physician could see the coil in the rhv. He removed the catheter and no patient injury occurred.

Manufacturer narrative:
Device evaluation: results code: the pusher assembly was returned with multiple bends in the body and a kink 10 cm from the proximal end of the unit. The coil proximal constraint ball is in the distal detachment tip (ddt) and the pet lock at the proximal end is intact. These observations are consistent with an undetached coil, however, the coil is not attached. There is broken coil mass visible in the junction of the hub and the shaft of the catheter. The pusher / coil assembly and catheter are non-functional. Conclusion code: the unintended release of the coil is confirmed. The cause of the unintended release was a break in the sr wire as it exits the proximal constraint ball. The complaint description describes introducing the coil against resistance while loading the coil into the rhv, pulling back on the coil, and the immediate release of the coil. The tensile strength of the sr wire was likely exceeded when the coil was advanced and retracted against resistance. This led to the break and subsequent unintentional coil release. The IFU warns users about advancing and retracting the device against resistance. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.